Manufacturer narrative:
As part of the post market study, the scope was sterilized and returned to the service center for evaluation. A visual inspection on the scope identified an excess amount of foreign yellowish color substance throughout the inside the instrument channel and suction channel. There was no sign of foreign substance/materials found on the external areas of the insertion tube, bending section cover, and distal end. As a result of the destructive testing, the scope was received without the distal end cover and the elevator forceps raiser, therefore, a leak test could not be performed. A review of the scope's instrument history records indicates the scope was purchased on june 1, 2005. Only two repairs were performed in the past two years; not related to positive culture or a contamination issue. The cause of the foreign yellow colored substance and the reported positive culture cannot be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Based on the investigations and the glue condition, insufficient reprocessing cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not be determined, however, olympus will continue to investigate. As part of our investigation in this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to review the user facility¿s reprocessing technique. If additional information becomes available or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for microorganisms, escherichia coli / shigella dysenteriae and klebsiella pneumoniae after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the pms study process, olympus personnel conducted a review of the sampling technique of the scope sampler and there were no deviations were observed.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the destructive sampling test results and the results of the endoscopy support specialist's (ess) observation of the user facility's reprocessing techniques. The ess observed the reprocessing staff's cleaning of the tjf 160vf. All methods in the reprocessing manual were followed and there were no deviations observed. The subject scope was sent for destructive sampling at an external laboratory. The destructive sampling identified klebsiella pneumoniae, escherichia coli and citrobacter koseri that are categorized high concern organisms. Klebsiella pneumonia and escherichia were also identified in the initial sampling. In addition, the external expert noted the following during destructive sampling: deterioration and bleaching of the glue of the bending section and around the distal objective lens. A surplus of glue around the distal light guide lens. An oxidation at the distal end body and under the distal light guide lens. Holes in the glue around the distal nozzle. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.